Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the eupora, solarice, nc euphora, nc solarice and sprinter legend poba balloon catheters and everest inflation device & accessories. Survey results are from an interventional cardiologist in practice 9 years. In the past two months, the physician has used sprinter legend and everest devices. The physician uses approximately 5 everest devices and 25 sprinter legend devices in an average month. During a procedure three sprinter legend balloon catheters were used for pre-dilation of a chronic total occlusion (cto). It was reported that one balloon burst occurred during use of the sprinter legend device in vivo. It was stated that the balloon burst occurred after repeated high pressure inflation in a calcified cto. No intervention was required. No patient injury reported.